Event description:
Per the surgeon, the patient was hospitalised having experienced an infection at the incision site that was treated with IV antibiotics. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 25, 2023.